Event description:
Thirty seconds into bypass, the circuit flow went to zero. The rpm was stopped and re-started. Circuit flow was maintained for 30 seconds and then went to zero. Entire circuit including the device was replaced with back-up equipment and the case was continued without futher incident. Pt was not affected by the incident.